Event description:
It was reported that in approximately (B)(6) 2014, the patient was having hallucination-type symptoms and "pull the drug too fast", and also that his catheter was "broke". The reporter was unsure exactly when the catheter broke, but it caused them to do a revision of the pump/catheter in (B)(6) 2014. A new pump was implanted and the patient got a lower dose with the new pump. The pump system was being used to infuse bupivacaine and dilaudid (hydromorphone) at the time of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8711, lot# n168646003, implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).